Event description:
Reportedly, the pacemaker involved in this MDR report was attempted to implant but a connection issue occurred: no click sound was heard when screwing at the atrial level, but lead tightness was fine. As pacing, failure was observed at implant with unipolar leads, the device was finally not implanted and returned for analysis because of the observed pauses.

Manufacturer narrative:
Conclusion: the electrical characteristics of the returned device are within specifications. Programmer data revealed that the sensing polarities were automatically reprogrammed to bipolar after the automatic detection of the implantation, which is unexpected if the leads are unipolar. This could have led to oversensing or noise sensing and inhibit pacing pulses in both channels, which would explain the reported absence of pacing. Because it switched to bipolar, it means a proper impedance was measured in bipolar configuration; blood infiltration is suspected to be responsible for the low impedance measurements obtained in bipolar configuration. The unipolar leads were initially connected to a chorus ii, then a talent (B) (4) (i.e. With 2 setscrews - one distal and one proximal setscrew); upon re-intervention, distal setscrew was unscrewed. But if ever proximal setscrew was not unscrewed, the silicone layer and leak tightness rings could have been damaged. Consequently when connected to a new pacemaker, the leak tightness is no more ensured and blood infiltration can occur. As a result, normal impedances could be measured in bipolar pacing configuration. Some damages were observed on the connector components, such as holes of the screwdriver slots, which indicate that some difficulties were met during the screwing/unscrewing operations. However, because several screwing / unscrewing operations were performed after the explantation with a demo lead, observations on the returned unit do not correspond to the device status at the time of explant. Excess of glue was confirmed around the setscrew and terminal block; however, there were no glue residues inside the setscrew head, which could have rendered screwing operations more difficult. Nevertheless, it should be noted that corrective actions were implemented in the manufacturing process to avoid excess of glue inside setscrew cavity for sterilization lot greater than or equal to 2317 (the pacemaker involved in this complaint was manufactured before this step became effective - from lot 2304). Reportedly, there was no click sound when tightening the atrial lead. If the connector damages occurred right at that time, this would indicate that the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. Similar damages wer observed at ventricular level. If the electrical continuity was not ensured between the lead pin and the pacemaker port (because of the potential incorrect tightening of the leads), this could have also have led to some unexpected behaviors.